Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the down button on the customer's insulin pump began scrolling on its own; no other button presses would stop the downward scrolling. The patient's blood glucose at the time of incident is unknown. Additionally, the caller stated that there were cracks around the display window. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had an intermittent esc, act and down buttons response due to moisture damage on keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump displayed properly. The insulin pump passed self-test and displacement test. No display anomaly during testing noted. The insulin pump had a cracked lcd window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.